Event description:
During transfer of the patient from bed to stretcher, the pt's left foot hit a bolt on the metal clamp that holds the trapeze to the bed frame. The pt sustained a 1 inch laceration to the dorsum of the left foot that required sutures.